Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("unusual bleeding / heavy and abnormal bleeding") in a 48-year-old female patient who had essure (batch no. B53553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, 4 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced abdominal pain ("abdominal pain") and headache ("headaches"). In (B)(6) 2017, the patient experienced mood swings ("mood swings"). On (B)(6) 2017, the patient experienced menstruation irregular ("unusual periods"), menstrual disorder ("menstrual problems") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation") and libido decreased ("level of sexual intimacy declined"). The patient was treated with surgery (hysterectomy, laparoscopic hysterectomy with tube removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, dyspareunia, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, menometrorrhagia, libido decreased, menstrual disorder and vaginal haemorrhage outcome was unknown and the abdominal pain, mood swings and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, libido decreased, menometrorrhagia, menstrual disorder, menstruation irregular, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff had done endometrial curettings: proliferative endometrium. Negative for hyperplasia or malignancy on (B)(6) 2017. Three to four coils were noted in the uterine cavity, protruding from the right ostia. One coil was noted in the uterine cavity, protruding from the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: coil in place, fallopian tubes occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menstrual problem, pelvic pain and vaginal bleeding, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding / heavy and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal pain ("abdominal pain") and libido decreased ("level of sexual intimacy declined"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, menometrorrhagia, abdominal pain and libido decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased, menometrorrhagia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coil in place, fallopian tubes occluded. Most recent follow-up information incorporated above includes: on 11-may-2018: correction: new reporter husband was added; no longer happy, no energic as she was, severe menstrual pain, irregular and prolonged menstruation, abdominal pain and level of sexual intimacy declined were added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("unusual periods"), dyspareunia ("painful intercourse") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menstrual disorder, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coil in place, fallopian tubes occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("unusual bleeding / heavy and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("unusual periods"), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation"), abdominal pain ("abdominal pain") and libido decreased ("level of sexual intimacy declined"). The patient was treated with surgery (hysterectomy). Essure was removed on(B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, dyspareunia, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, menometrorrhagia, abdominal pain and libido decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, libido decreased, menometrorrhagia, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coil in place, fallopian tubes occluded . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("unusual bleeding / heavy and abnormal bleeding") in a 48-year-old female patient who had essure (batch no. B53553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, 4 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced abdominal pain ("abdominal pain") and headache ("headaches"). In (B)(6) 2017, the patient experienced mood swings ("mood swings"). On (B)(6) 2017, the patient experienced menstruation irregular ("unusual periods"), menstrual disorder ("menstrual problems") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping"), depressed mood ("no longer happy"), asthenia ("no energic as she was"), dysmenorrhoea ("severe menstrual pain"), menometrorrhagia ("irregular and prolonged menstruation") and libido decreased ("level of sexual intimacy declined"). The patient was treated with surgery (hysterectomy, laparoscopic hysterectomy with tube removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, dyspareunia, abdominal pain lower, depressed mood, asthenia, dysmenorrhoea, menometrorrhagia, libido decreased, menstrual disorder and vaginal haemorrhage outcome was unknown and the abdominal pain, mood swings and headache had resolved. The reporter considered abdominal pain, abdominal pain lower, asthenia, depressed mood, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, libido decreased, menometrorrhagia, menstrual disorder, menstruation irregular, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff had done endometrial curettings: proliferative endometrium. Negative for hyperplasia or malignancy on (B)(6) 2017. Three to four coils were noted in the uterine cavity, protruding from the right ostia. One coil was noted in the uterine cavity, protruding from the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2014: coil in place, fallopian tubes occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menstrual problem, pelvic pain and vaginal bleeding, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs and mr received, lot number added, reporter added, events: mood swings, headaches, vaginal bleeding, menstrual problems. Event onset date and outcome updated. Rcc comments added. Lab data date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.